Manufacturer narrative:
The replaced speaker assembly was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that there was no repeat of any alarms when the returned speaker assembly was installed into the pil test device. Additionally, the pil technician verified that the speaker did emit a distinct audible alarm during an induced alarm condition and that the speaker passed all resistance testing of the voice coil and associated wires of the speaker. The pil tech's investigation concluded that there was no problem found, and that the speaker operated as designed. D4 - product UDI number is corrected.

Manufacturer narrative:
H10 reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a primary alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The authorized service provide (asp) evaluated the device and confirmed the occurrence of the primary alarm failed alarm in the event log. The asp replaced the speaker assembly to resolve the issue. The asp completed a cleaning, running test, and function test following the repair.